Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken distal pitch cable at the proximal clevis hub. The broken cable segment that contains the crimp was missing from clevis. The cable was fully broken. This caused dislodged pitch cable at the proximal end. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The complaint was confirmed by failure analysis. Additional observation not reported by site: the instrument was found to have a frayed grip cable at both the proximal clevis hole and the grip hub, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument would not articulate. The procedure was completed with no reported injury.

Manufacturer narrative:
Correction: the instrument returned related to this complaint contains the improved pitch cable crimp retention design which mitigates the potential for a fragment falling into the patient. The improved design contains redesigned pulleys, proximal clevis, and cable design to minimize the possibility for cable derailment as well as cable separation from the crimp.

Event description:
Refer to h10/h11 for follow-up information.